Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support offered to troubleshoot to determine a possible cause of the occlusion; however, the customer declined and indicated that the infusion site may have been the problem.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.